Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device exhibited noise on both the rate/sense and shock channels that was oversensed, leading to an inhibition of pacing. The patient is pacemaker dependent. The device was explanted and replaced with a new guidant crt-d device. The explanted device was returned to guidant for analysis.